Event description:
It was reported that when using the bd pyxis medstation system had frequently failed drawer 5, which hindered users from accessing medication for a patient. The customer stated that there was a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5 had frequently failed at the station. A field service engineer thoroughly tested the drawer and found no issues. The system functioned as intended after the field service engineer troubleshooted the device.